Event description:
It was reported that the patient was not aware of any event that happened, but it was discovered on interrogation that there was a low-speed advisory with drop in speed to 0 rpm with a subsequent low flow alarm on(B)(6) 2026 at 03:12. Log files were sent for review. The event file captured 10 pump reset events due to electrostatic discharge (esd).

Manufacturer narrative:
Section e1: reporter phone number was provided as (B)(6). Manufacturer's investigation conclusion: evaluation of the submitted log files revealed pump stop events that appeared consistent with electrostatic discharge (esd). The submitted controller event log file contained data from (B)(6) 2026 through (B)(6) 2026. 10 transient pump stop events were captured between (B)(6) 2026 and (B)(6) 2026. These events were associated with com a fault, com b fault, low pump current, low speed advisory, low speed hazard, pump stop, and low flow fault flags. The pump ramped up to the set speed after each pump stop and no further issues were captured. Based on previous complaint history, the pump stops appeared consistent with an electrostatic discharge (esd) event. The pump appeared to function as intended at the set speed prior to and immediately following the pump stop events. No other unusual alarms or events were captured. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. Incidental findings: the submitted lvad event log file captured a software reset events, indicative of a loss of power to the pump that would have resulted in a pump stop event, on (B)(6) 2026. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 3 of the IFU, ¿powering the system¿, states that high levels of static electricity can damage or harm the system and cause the pump to stop. This section recommends that the patient use battery power when not sleeping or resting to reduce the risk of electrostatic discharge (esd) events. Section 6 "patient care and management¿ warns that static electricity can cause the left ventricular assist device (lvad) to stop and explains additional steps in how it can be avoided. Section 7 "alarms and troubleshooting" describes all alarm conditions as well as the appropriate actions associated with them. Additionally, the safety testing and classification tables in appendix c of this document include electrostatic discharge information. Section 1 ¿introduction¿ of the patient handbook warns the user to avoid touching older television or computer screens and to avoid activities that may induce string static discharges and to take actions to reduce the chance of esd, as strong electrical shocks can damage electrical parts of the system and cause the pump to perform improperly or stop. Section 4 "living with the heartmate 3" contains a section on "static electricity", in which the user is warned to avoid activities that may cause static electricity and to discharge any built up esd by touching a metal surface before handling lvas components. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard or pump off alarm, call your hospital contact immediately for diagnosis and instructions. The testing & classification tables in section 9 of this document include esd. The emergency contact list form included in the handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.